Event description:
Uro perigee intepro polypropylene mesh surgically inserted in 2007. Lot #493314009, cat #72404210, exp 4/27/08. Pt taken back to surgery for revision d/t mesh erosion and dyspareunia in 2008. Dates of use: 2007 - 2008. Diagnosis of reason for use: vaginal prolapse, cystocele.